Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The rotor alignment was found to be incorrect. Internal training was being completed and resulted in alignment pins for door gear ending up in wrong position. Corrected problem and demonstrated the correct procedure for manual door operation. No parts were replaced. The root cause of the issue was found to be incorrect alignment of the door mechanism by the user. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system door could not be opened or closed. It was reported that this occurred after the user had recently demonstrated how to manually open the door, and that the rotor had been properly aligned. A motion calibration was also attempted, but was unsuccessful. There was no patient present when this issue was identified.